Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs and two devices. Visual examination of the photos noted a gap between the rotation collar and the cover tube. Visual inspection of the instruments found that the cover tubes in both devices were partially disengaged from the rotation collars. During functional testing it was observed that when each instruments handle was actuated the reload would start to articulate. Engineering evaluation of the device found that the distal tip of the instrument tube housing was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the damaged instrument may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: post market vigilance (pmv) received two photographs from the account. The first photo shows a gap between the rotation collar and the cover tube. The second photo shows the reload adapter separating from the instrument cover tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, there was an unloading problem; the device shaft came away from handle. The device was not able to fire, there was poor staple formation and the proximal staple line was incomplete. The staple line did not reach the tissue. In one instance stapler started to fire then shaft separated from handle and the surgeon couldn't push I beam further. On the second handle staple line didn't fire at all. Again shaft dislocated from handle. Another device was used in order to complete the case. There was no patient injury.